Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to deactivate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw at the center but attached at the base and tip of the hot jaw. The silicon insulation was observed to be charred and discolored on both the hot and cold jaw. The shaft was observed to be bent but intact at the center of the shaft. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device, the evaluation results and the engineers evaluation, the reported failure "device remains activated" was not confirmed, but was confirmed for the analyzed failures "material twisted/bent" , ¿bent shaft" and "thermal decomposition of device". The certificate of conformance was reviewed for the analyzed failure "material twisted; bent shaft" . The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to deactivate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.